Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. It was initially reported by the customer that a current leakage error occurred when we connected to the ablation catheter to the cable. There was no water on the connection part of catheter. They tried to change to the new cable and catheter at the same time and it worked properly without current leakage error. There was no patient consequence. The customer's reported current leakage issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On (B)(6)2025, the bwi pal revealed that a visual inspection of the returned device found a hole in the pebax and a reddish material inside the pebax. These findings were reviewed and assessed the issue of a ¿hole¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.

Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and electrical test of the returned device were performed. Visual inspection revealed reddish material and a hole on the pebax. The device was connected to the carto 3 system and it was recognized and visualized correctly. No signal noise or electrical issues were observed. A manufacturing record evaluation was performed for the finished device and no internal action related to the complaint was found during the review. The current leakage error reported by the customer could not be replicated during the product investigation; however, the reddish material on the pebax could be related to the issue reported by the customer, therefore, the complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The carto® 3 system instructions for use (IFU) contain the following information: disconnect all catheter cables from the piu. If the error persists after disconnecting all catheter cables from the piu, turn off the piu power supply and contact biosense webster service and support department to report a piu issue. If the error message disappears after disconnecting all catheter cables, reconnect the catheter cables, one by one, until the catheter or cable causing the error is identified. Replace the faulty catheter and/or cable. In relation to the pebax damage, the instruction for use (IFU) contains the following warnings and precautions: do not use excessive force to advance or withdraw the catheter when resistance is encountered. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. Prior to reinsertion, flush the tip to ensure that the irrigation holes are not plugged contraindicated. Do not use this catheter with a long sheath or short introducer < 8.5 f in order to avoid damage to the catheter shaft. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).